Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the electrode belt¿s red pulse wire being broken at the distribution node (dn) connector plug, causing the ecgs to be non-functional. The belt did not pass falloff testing. The root cause for the broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.